Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator (ins) was not working at all and they said their healthcare provider (hcp) would not replace it or remove it. The battery was okay but they could not get any programs to work. A list of hcps in the area was provided. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had not seen anyone regarding the stimulation not working. They noticed it not working in (B)(6) 2016, right at tax time. They called the clinic but since their hcp retired no one else at the clinic knows how to manage the device. They had not had the device checked. They can't feel stimulation at all. They don't remember doing anything different that would cause it to stop. They were going to the bathroom more frequently. It was reviewed with the patient that they can follow up with their hcp and have a manufacturing representative come out to check the device. The patient would follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.